Event description:
Information was received from a healthcare professional regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the second pump refill was complicated by a pump flip which required a pump revision on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient¿s medical history included back pain of the thoracolumbar region. They had been unable to refill the pump at the refill because of the flipped pump. During the revision surgery, the pump was found to be flipped. Two of the anchor sutures were noted to have broken, but still attached to the fascia. Two of the anchor sutures were noted to have pulled through. The pocket appeared to be filled with relatively particulate fluid that appeared similar to the consistency of vancomycin powder mixed with serous fluid. Cultures were taken to rule out infection, though this was not felt to be likely based on the patient¿s presentation and history with no fevers or systemic signs of illness. The catheter was disconnected from the pump and the pump was placed on the back table for medication changing/flushing. The existing intrathecal catheter was cleaned. There was free flow of csf (cerebrospinal fluid). The pump was sutured with 4 #2 ti-cron sutures. The pump was filled with hydromorphone (4 mg/ml at 2 mg/day). The patient was stable after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.